Event description:
Per journal article: "usefulness of laparoscopic inguinal hernia repair using the endoscope manipulator robot (emaro)". The article describes the surgical outcome of laparoscopic inguinal hernia repair using endoscope manipulator robot (emaro) compared to conventional laparoscopic surgery performed between january 2021 and march 2024. In overall 51 patients, 15 patients underwent e-tapp and 36 underwent l-tapp. 10 patients of e-tapp group and 30 patients of l-tapp group underwent repair using 3dmax light mesh. One patient who underwent l-tapp repair had postoperative seroma. No other complications were observed in either group. Note: there is no information provided in the article indicating that the 3dmax light mesh caused or contributed to the postoperative patient complication (seroma). However, as this postoperative complication did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
The information provided in the article indicates that one study patient experienced a postoperative seroma. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the 3dmax light mesh. Postoperative seroma is a known inherent risk of surgery and identified as a possible complication in the adverse reaction section of the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2021) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.